Event description:
Pt underwent a diagnostic laparoscopy on 3/28/95. On 3/31, presented with bowel herniation through the laparoscopy incision. Returned to or for intraoperative reduction with closure.